Event description:
It was reported that while injecting bone cement, the injection cartridge's flange fractured.

Manufacturer narrative:
Evaluation summary: the device was not returned for review. Therefore, the exact cause of this situation cannot be determined with certainty at this time. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.